Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained an enabled permanent failure flag, rendering the battery inoperable. Additionally, functional analysis revealed that the battery contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue

Event description:
The site reported that the battery would not charge when connected to a battery charger. The battery was not yet allocated to a patient, therefore, there was no harm or injury as result of this event.